Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05oct2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this document lists bleeding, right heart failure, renal dysfunction, and infection (localized, pump pocket/pseudo pocket and driveline) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions regarding preventing infection are provided in various sections of the IFU. The heartmate 3 lvas patient handbook, contains information about preventing infection. The heartmate 3 lvas instructions for use (IFU) lists bleeding, right heart failure, renal dysfunction, and infection (localized, pump pocket/pseudo pocket and driveline) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, both the IFU and patient handbook provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.

Event description:
It was reported that the patient was admitted to the hospital for a low hemoglobin/hematocrit of 6.8 and 25.8. Patient reported weakness for a couple of days. No signs of bleeding noted. He was transfused 1 unit packed red blood cells on (B)(6) 2020. Hemoglobin/hematocrit rose to 7.6 and 27.5 on (B)(6) 2020. The patient developed an acute kidney injury and creatinine rose to 3.4 and blood urea nitrogen of 110. Nephrology was consulted and ordered dialysis. Patient continued dialysis for metabolic clearance. He developed hypotension and dialysis was placed on hold, but was able to be resumed. Patient developed bacteremia and catheter for dialysis was removed to see if this was the source of infection. Creatinine came down to 2.7 on (B)(6) 2020. Patient was still being monitored to determine if dialysis would need to be resumed. Upon admission, he appeared to be volume overloaded. He had jugular vein distention, bilateral lower extremity edema and an elevated central venous pressure (in the 20s). He was started on a lasix drip. Patient remained edematous so the lasix dosage was increased and diuril was added on (B)(6) 2020. Patient was started on dialysis, but continued to be hypervolemic. On (B)(6) 2020, the patient became tachypneic and confused. He continued to have pitting edema and central venous pressure was 26. Chest x ray was obtained that showed diffused airspace opacities and pleural effusions. He was transferred to the intensive care unit and had emergent dialysis due to volume overload. Central venous pressure came down to 17 the following day. Patient continued to have dialysis for fluid control. Prognosis was poor as patient is not a candidate for transplant. Patient was started on levophed. He remained on levophed at time of outcome. While in the hospital, his white blood cell count increased and he became confused. Blood cultures were obtained and he was started on intravenous cefepime and vancomycin. Cefepime was stopped. Blood cultures came back positive for staphylococcus capitis. His dialysis catheter was removed in case it was the source of infection. Infectious disease recommended to continue vancomycin for 2 weeks with an estimated end date of (B)(6) 2020. Patient met outcome with this event as ongoing.